Event description:
The initial reporter complained of discrepant low results for 2 patients tested with a particular elecsys estradiol iii (estradiol iii) reagent kit on a cobas e 801 analytical unit. Patient 1 initial result was 18.4 pmol/l with a data flag. The repeat result was 255 pmol/l. On (B)(6) 2025 patient 2 initial result was 18.4 pmol/l with a data flag. The repeat result was 464 pmol/l.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The customer replaced the reagent pack and the issue was resolved. A general reagent issue can be excluded, as a different reagent kit from the same lot performed according to expectations at the customer site. The specific cause of the event could not be determined, however, the event is consistent with a storage or transportation issue.